Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Concomitant medical products: syringe. All available information has been provided.

Event description:
It was reported that a timing issue occurred several times, in which a pca dose was not delivered as expected.

Manufacturer narrative:
Correction: d4; supplemental MDR to state that the suspect device s/n, UDI#; h4, device MFR date are unknown; g5 510k unknown. The reported event involving a pca module not delivering dose as expected could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. The root cause could not be determined since the source pca module was not returned for this investigation.

Event description:
It was reported that a timing issue occurred several times, in which a pca dose was not delivered as expected.

Event description:
It was reported that a timing issue occurred several times, in which a pca dose was not delivered as expected.